Event description:
It was reported that this pacemaker exhibited atrial oversensing on stored episodes. Technical services (ts) reviewed the device data and indicated that the atrial tachy response (atr) episodes were associated with atrial oversensing. No pauses in pacing were observed. Ts provided recommendations regarding battery status, pacing percentages, and the use of a magnet during a planned procedure to the health care professional (hcp). No adverse patient effects were reported. This pacemaker remains in service.